Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
Boston scientific¿s post market quality assurance laboratory confirmed that the device was operating in fallback mode. Detailed analysis found that device diagnostics built into the device detected unexpected changes in certain locations of device memory. A designed precautionary response by the device resulted in a change to a well-defined "safe" default mode which operates as a single-zone ICD with limited programmability and shocking capability. The cause of the malfunction was concluded to be a result of software corruption induced by radiation therapy.

Manufacturer narrative:
New information became available that this device was explanted as a result of the clinical observations. The device will be returned and analyzed.

Event description:
Boston scientific received information that this device interrogation would not show daily measurements following patient radiation sessions. Boston scientific technical services (ts) was consulted and suggested a memory analysis be performed. This analysis was sent in for analysis and it revealed that the device has performed several system resets which were most likely due to detected and corrected memory errors caused by radiation exposure. Additionally faults were detected in both the interval data history and egram data history - these faults are consistent with memory corruption due to radiation exposure. System active process indicates that a battery and shock impedance measurement are active. The shock impedance value is indicative of a condition which renders the device unable to perform manual or daily measurements and prevents tachy therapy. It is recommended that the device be replaced as therapy cannot be guaranteed at this time.